Event description:
Customer reports one incident of a blood leak on use 10 at the onset of patient treatment. Noted by blood leak alarm and visible blood in the dialysate hoses. Estimated blood loss 300cc's. Treatment continued with a new dialyzer and new bloodines without incident. No pt injury or medical intervention reported.